Event description:
Procedure type: hysterectomy. According to the reporter: pt with prior surgery.. Surgeon wanted to insert trocars through same port sites as previous surgery. Surgeon asked for bladed v2 5mm trocar to go through scarred tissue of previous port site... But was handed versaport bladeless. After significant force, surgeon finally got trocar in... But tip of trocar broke in pt. They are unsure if tip was recovered. The tip of the trocar was very bent. Materials would not release the trocar to send back to qa. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 11/11/2009.